Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device powered on without display. Complainant indicated that the clinician obatined another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.